Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported hemolytic transfusion reaction with one patient's sample. Customer reported that patient arrived at facility on (B)(6) 2014 with diagnose of rectal bleed. Type and screen was performed on provue and antibody screen was reported as negative. Using electronic crossmatch, patient was transfused 4 units of packed red cells, 4 units of plasma and one platelet unit between (B)(6) 2014. Patient had a total of 13 units of packed cells transfused between (B)(6) 2014 with four units being e+. New sample was drawn on (B)(6) 2014 and antibody screen was negative. One unit of platelets was transfused and patient had an allergic reaction of "hives". Transfusion work up was performed which included dat and antibody screen testing. Results were reported as negative for both. Customer reported that the customer's medical director initial assessment was that the changes were an allergic reaction not a hemolytic transfusion reaction. On (B)(6) 2014, a new sample was drawn and arrived in blood bank grossly hemolysed. A second sample was requested which was also hemolysed. Customer did transfusion work up and stated all testing, antibody screen, dat and elution as well as panel ID, were negative. Testing using tube method, with liss and peg enhancement was also negative. Sample was sent to american red cross and anti-e was identified using ficin treated cells as well as peg enhancement. On (B)(4) 2014, ocd contacted customer and was told patient was discharged from facility on (B)(6) 2014. However, on (B)(6) 2014, patient was readmitted due to low hct. Stated patient was transfused 3 units of e-negative pack cells, with some hemolysis noted. Customer further stated sample in question was tested by different methods included tango, immucor solid phase and anti-e was not detected. Rhe antibody, (anti-e) is only detected via ficin method by red cross. Customer did not want any further follow-up. Qc was performed on the day of testing and was acceptable.